Event description:
It was reported by the diabetes management consultant that the customer was hospitalized for dka. The contact stated when the customer removed the set customer found the needle guard was still inserted in the pump. It was indicated that the customer was receiving an alarm, but did not change out the set. The contact was unaware of how the customer inserted the set with needle guard still attached. It was conveyed that the customer will have additional training. No further details.